Event description:
New information received, physician information is updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated reason, the device was found to be in inappropriate return to sinus status due to undersensing of a ventricular tachycardia rhythm. The undersensing episode resulted in a loss of high voltage therapy. The patient currently has a left ventricular assist device installed. No suggested resolution is known. The patient remains in the hospital and will be monitored. No further information is available.